Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a scope communication error (b30). The issue occurred during a therapeutic bilateral bronchoscopy with lavage. The procedure was completed with a similar device. There was a 5-minute delay, and the patient was under moderate sedation but there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the presumable cause is that water invaded the scope connector during user handling, and this caused the abnormality in electronic components. The events can be detected and prevented in accordance with the following IFU. User may detect the suggested event by handling the device in accordance with the following IFU - inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below - leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.